Event description:
The user facility reported a patient was on impella 5.5 support and during support gastrointestinal physician was consulted for melena and some blood tinged urine. Hemoglobin was relatively stable. Systemic heparin was withheld and the purge was changed to bicarbonate. Support was continued. The clinical representative confirmed the patient did not have a gastrointestinal bleed but they had a hemorrhoid. Patient support was continued.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.